Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A4: patient weight initials is unavailable. H6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that after the first wire was placed the patient moved enough to create a shoulder shift. The site cleared the shift and relocked the system. The site then redid a 3define scan, a registration, and then resent all trajectories and they all looked good on fluoro. A perc pin was placed. The right l5 looked lateral and the surgeon replaced it by hand. All other placements were accurate. At the end of the procedure the surgeon went to pop the towers off and the left side construct pulled completely out of the bone. This was likely due to bone integrity as accuracy was on. The surgeon left a unilateral construct in place on the right side. There was no patient harm and the procedure was delayed about 15 minutes. Additional information received from a manufacturer representative reported that the deviation was less than 5mm.